Event description:
Canada complaint received for evaluation. Stated complaint is "blood leak alarm. Pressed reset and alarm disappeared. Blood leak test strip x6 all very positive. Dialysis discontinued as there was only 30 mins remaining in treatment. Dr notified. Machine did not alarm again, regardless of positive strips." Blood loss reported as 250cc due to the circuit discard. There were no adverse effects to the pt reported. No medical intervention was reported. MDR filed due to blood loss reported. 9/28/99 copy of complaint sent to fmc walnut creek quality systems. Fax sent to fmc canada requested further info.